Event description:
It was reported to medtronic minimed that the customer experienced pump error 38, frozen screen, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported receiving a pump error. Customer was not able to clear the error. Customer reported an issue with the pump display. Customer is not calling back after installing new battery and monitoring pump for 2 hours or after receiving new battery cap. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the sleep current measurement test, active current measurement test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump error 37 occurred during testing on 08/19/2024 23:45:24.000. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 38 on 08/19/2024 23:49:56.000 was found in the history files. Pump error 130 was found in the history files on 08/19/2024 23:44:04.000. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1, pcba 2, force sensor and motor home switch]. Unable to do the motor test to due moisture damage on connector/motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. Pump error 38 was confirmed due to moisture damage on the motor assembly. Pump error 37 was confirmed during testing and due to moisture damage on the motor assembly. Frozen screen was not confirmed. Cosmetic damage was confirmed on the pump when cracked case on battery tube was observed . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.